Manufacturer narrative:
A service call was made. The unit was tested and operated within specifications. The customer did not return sample for investigation testing.

Event description:
Customer reported a patient sample resulted as o positive by the galileo. The patient is a known a positive. The patient had received 1 unit of prbcs prior to sample being drawn.